Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Lot number is unknown; therefore, manufacture date can not be confirmed. (B)(4) .

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
No breach. Third party insulation. Screw missing. Ratchet arm broken. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is third party repair insulation material. Lot number is unknown; therefore, manufacture date can not be confirmed. (B)(4).

Event description:
It was reported that the insulation had been compromised.